Event description:
A doctor of ophthalmology reported a case of corneal burn during cataract surgery, in the sculpt phase, which caused a delay in surgery. Surgery was completed without any further issue but patient required sutures and will required frequent revisions. Further information has been requested but not received to date.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Further information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon who reported that it appeared a milky white substance in the phaco tip. The event duration was of three seconds and it continued at the time of this report. Four sutures were required but no medication nor hospitalization were required. The thermal burn resulted in postoperative irregular astigmatism. The affected eye was the left eye.

Manufacturer narrative:
Additional information : evaluation summary: corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. No sample was received at manufacturing site. The phaco handpiece met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).